Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted. The device was received with cracked case on display window corner, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 120mg/dl. The customer states the act button was stuck and stopped working. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.